Manufacturer narrative:
Unit received with unexpected battery power loss and had high sleep current due to moisture damage on electronic and motor assemblies. Unit received with damaged serial number label and left belt clip rail broken.

Event description:
The customer reported via phone call that their insulin pump was a battery issue. The customer¿s blood glucose level was unknown at the time of the incident. Customer having issues with the pump and not wearing it. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.